Event description:
It was reported that the patient was experiencing lack of stimulation coverage due to lead had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.